Event description:
Pt reported that they developed a staph infection and they alleged that the insulin cartridge cantributed to the infection. Pt developed the infection one month ago and was treated with antibiotics. The site of the infection was red with a bump and pus. Pt stated that their blood glucose was slightly elevated (200+ mg/dl) as a result of the infection.